Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte unit accompanied within an undamaged opened package from lot number 9056913. Through the visual examination, damage was observed to the top disk of the septum. The top disk of the septum was pulled away from the top body and secured inside the threads of the luer of the attached extension set. The septum would not release from the luer of the extension set. There was residual septum material and adhesive deposits observed on the rim of the top body (polycarbonate) and top disk of the q-syte unit. This is evidence that a sufficient bond was present at the time of manufacture. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that the bd q-syte luer access split septum has been found experiencing two occurrences of unglued septums during use. The following has been provided by the initial reporter: during the using of q-syte, the septum fell off and got stuck in the adapter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd q-syte luer access split septum has been found experiencing two occurrences of unglued septums during use. The following has been provided by the initial reporter: during the using of q-syte, the septum fell off and got stuck in the adapter.